Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device upon initial observation, a pinhole was located at the bottom of the device, just below the center of the drain assembly on the posterior of the device. The leak test confirmed the location of the pinhole. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A hole discovered on tissue expander.

Manufacturer narrative:
Sientra complaint (B)(4) at this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.